Event description:
Patient in surgery for carcinoma of prostrate. Surgery on 3/12/93. After surgery complete, (r) ureteral catheter was removed per physician and discharged. On 3/31/93 patient came in for follow up cystogram. It was noted that the right ureter had a ureteral catheter. The proximal limb is in the right kidney, the distal limb is projected over vthe right s.I. Joint. Patient was doing well, no problems noted. On monday, 4/26/93 patient in for cystogram and removal of ureteral catheter. Catheter removed, cleaned and packaged in event evaluation is neededdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.